Event description:
It was reported that the patient went into ventricular fibrillation during implant while running on the heartmate 3 (hm3) pump at 5399rpm. The patient was direct current (dc) converted multiple times with no luck. The pump flow went down to zero and the pump speed was turned down to 3000rpm and the patient went back on heart lung support (hls). The hm3 parameters still showed zero flow. The system was checked and the driveline and power to the system controller was disconnected and assembled immediately. The pump restarted and flow was seen when going up in rotation per minute (rpm). The patient was taken off the hls with the hm3 running at 5000rpm and flow around 4.2l. The patient was then discharged to the intensive care unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: reporter phone number and email were not available. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis, and log files were not submitted for review. Additional provided information stated that log files were unavailable. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ the patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that if the cause of the ventricular fibrillation (vf) was associated with the left ventricular assist device (lvad) or lvad implant procedure was unknown. The patient had a history of ventricular tachycardia before the lvad implant. The vf resolved with the treatment. The cause of the zero flow was not known. However, there was no malfunction that could be associated to the event or the zero flow. The zero flow occurred before the driveline and controller disconnection. The patient was recovering in the intensive care unit and was to be transferred to the ward.